Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). Reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was running in the on position without depressing the trigger was not confirmed. An assessment was performed on the device which found that the unit did not run in on position without pressing the trigger. It was noted that electronic control unit (ecu) was still showing voltage output when in the off mode. It was determined that there is a possibility that the reported malfunction could have happened due to the fact that the ecu was still showing voltage while in the off mode. The assignable root cause of this condition was determined to be due to normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the handpiece device was running in the on position without depressing the trigger. The event was not reported to have occurred during a surgical procedure.it was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.